Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl. Customer did not perform troubleshooting for the low blood glucose reading. Customer drank soda to treat their low blood glucose reading. Customer was unaware of having low blood glucose reading. Insulin pump will not be returning for analysis.